Event description:
(B)(6) study. It was reported that coronary artery disease occurred. On (B)(6) 2010, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was de-novo lesion, located in the mid left anterior descending artery (lad) with 80% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation followed by placement of a 2.50 mm x 28 mm taxus liberté stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient was diagnosed with coronary artery disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental information will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that coronary artery disease did not occur.